Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm and se 2367 alarm that appeared on the homechoice (hc) unit during drain 2/7. The home patient (hp) stated she was connected at the time of the alarm and had not disconnected any time prior to the alarm. The hp stated all bags were properly spiked and patient extension lines were connected before priming. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarms and advised the hp to cycle power twice to clear both alarms. The tsr then advised the hp to start over with new supplies and to call the nurse (rn) within 24 hours to let her know what happened. On (B)(6) 2010 product surveillance spoke with the hp's nurse who stated she was not aware of this specific report but confirmed the hp was doing fine and has continued therapy. On (B)(6) 2010 product surveillance also spoke with the hp who reported no further issue. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample. A root cause was not identified due to insufficient information. A batch review was not performed since the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).